Manufacturer narrative:
Additional information: baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was pulling from the primary bag rather than the secondary bag during a secondary infusion. 100ml of acetaminophen was set to run over 15 minutes. After 15 minutes, the acetaminophen continued to be full. The programmed rates were not provided. The rate was adjusted; however, the infusion continued to pull from the primary bag. There was no known patient injury or medical intervention associated with this event. No additional information is available..